Event description:
Customer reports the tip of the device broke off during a laparoscopic cholecystectomy procedure and fell into the pt's abdomen. The abdominal incision was extended to enable its removal. The pt is doing fine.